Event description:
This device was implanted on (B)(6) 2005 and explanted on (B)(6) 2011 due to normal battery depletion. It was noted that the patient received 18 inappropriate shocks with this device. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).